Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had experienced high blood glucose and keypad anomaly. The customer¿s blood glucose level was 600 mg/dl, 171 mg/dl and 371 mg/dl at the time of the incident. The customer was treated with shot. The customer reported that they hit another one to rewind and they were rewind. The insulin pump will not be returned for analysis.